Manufacturer narrative:
The affected device has been requested by the manufacturer and has not yet returned for evaluation. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference internal complaint ID: (B)(4).

Event description:
It was reported that on (B)(6) 2026, three moly forceps inserts were used during one same procedure, which is a bipolar cord ligation procedure. During the procedure, all three forceps inserts appeared to overheat and melt. Due to the unexpected device performance and the resulting disruption to the procedure, the clinical staff reported being highly stressed and elected to convert to a laser ligation technique to complete the procedure. According to the provided information, the circumstances led to a surgery delay of approx. 60 minutes. Cross reference MDR: 9610617-2026-01683, 9610617-2026-01686.